Manufacturer narrative:
The electronic records were downloaded for review. The reported issue was able to be verified. A root cause of the reported issue could not be determined. The customer quality engineer observed that during the unexpected power loss event, battery 1 in use had a manufacturing date of 2020. Per the lifepak 15 operating instructions: it is advised to replace the batteries every two years to ensure proper maintenance of optimum battery performance, and it is warned that an improperly maintained battery can lead to unexpected power loss.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.